Event description:
The hospital biomedical technician reported that this bed had high ground resistance while performing preventive maintenance. He replaced the ac power plug to resolve the issue. There were no reported adverse events associated with this product problem. This bed is equipped with a ground loss indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the pt.